Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Device model number, lot number, catalog number, expiration date and UDI unk. The device was not returned, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection (implant duration 16 years). Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The ra lead was successfully removed with no patient complications, using spectranetics visisheath dilator sheath, spectranetics glidelight laser sheath and spectranetics tightrail rotating dilator sheath. During attempted removal of the rv lead, a perforation was discovered in the superior vena cava (svc)/ra junction. Rescue efforts began, including rescue balloon and sternotomy. Due to the location of the perforation, the rescue balloon was unable to fully occlude the perforation. Despite rescue efforts, the patient did not survive. The physician stated the lld was no longer in the lead when the perforation occurred, and although he was certain that no spectranetics products were within the patient at the time of the perforation, it cannot be ruled out that a spectranetics device may have caused or contributed to the perforation. This report is capturing the glidelight device which may have caused or contributed to the svc/ra junction perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.